Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that the system kept faulting with a recoverable error during the case. The tse inspected the logs and found repeated 32097 faults, which points to universal surgical manipulator (usm) 2. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and, and the logs confirmed the fault. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where no error was triggered. The usm was then installed onto a patient side cart fixture test platform (pftp) where ¿fiber test¿ was found to be failing on the ¿ac_xe¿ axis. Once testing was completed, the ¿rolling loop fiber¿ was aba tested and was verified to be the source of the fault.